Event description:
It was reported that the needle free valves were leaking. The product received was labeled "d25", tpn, and lipids. Upon identification of the leak, the patient was experiencing a drop in blood sugar. The leaking product could not be ruled out as a cause of the hypoglycemia, although the patient had difficulty maintaining adequate blood sugar levels prior to the leaking event, as well as after the leaking event. The patient was believed to have received unspecified medical intervention for treatment of the low blood sugar.

Manufacturer narrative:
Baby. History of blood sugar issues.

Event description:
It was reported that the needle free valves were leaking. The product received was labeled "d25", tpn, and lipids. Upon identification of the leak, the patient was experiencing a drop in blood sugar. The leaking product could not be ruled out as a cause of the hypoglycemia, although the patient had difficulty maintaining adequate blood sugar levels prior to the leaking event, as well as after the leaking event. It was believed that the patient received unspecified medical intervention for treatment of the low blood sugar.

Manufacturer narrative:
The customer¿s report that the needle free valves were leaking was confirmed. No anomalies were noted on the smartsite or set upon initial visual inspection. Functional lab syringe IV push testing identified no leaks at each port or anywhere throughout the sets as they were received on the tifuse extension set. The set was back primed to test for leaks at the smartsite components. Leaks were observed at each of the (3) smartsite component s from the blue piston (p/n 640056). The root cause of the leak could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the smartsites are leaking. Product received was labeled "d25", tpn, and lipids.